Event description:
It was reported that 5-month post implantation, it was confirmed via x-ray that the lag screw was sliding to outer side. There is no medical intervention, yet. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: z nail cmf 10.5 x 110 lag scr, item# 47249911010, lot# 3065734, cmf torque limiting handle, item# 00249010124, lot# n/a. Report source - foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2022 -00566. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided: product evaluation could not be performed. Review of the manufacturing records identified no deviations or anomalies during manufacturing related to the reported event. Devices used for treatment. Medical records were not provided. The quality records show that all specified characteristics for the affected products have met the specifications valid at the time of production. Based on the available information it is not possible to determine the root cause for this issue. An ie, CAPA, hhe and field action was previously raised for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.